Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient wanted the device removed due to it not working as well as they hoped. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed that good stable output was observed on all electrode pairs the ins had when it was received; telemetry was acceptable and the ins passed the functional testing. If information is provided in the future, a supplemental report will be issued.